Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement due to motor error alarm. No moisture damage on the electronic stack, motor, battery and vibrator assembly. No rewind anomaly noted. The insulin pump with cracked reservoir tube lip, minor scratches on display window, cracked case on display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call that they received a motor error alarm while attempting to rewind and prime. Customer's blood glucose was 178 mg/dl. Customer also stated they were unable to complete the rewind sequence on their insulin pump. It was also found the customer had a reservoir leak into the insulin pump. Customer stated the reservoir did not appear to be damage. The customer stated their insulin pump was not cracked. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.